Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email a low reading issue with the adc device. The customer reported low sensor readings, but was vomiting and reported that they checked their ketone levels at home. Due to this, the customer went to emergency room where they were treated with unspecified serum. No further details were provided. There was no report of death or permanent injury associated with this event.